Manufacturer narrative:
Preliminary analysis showed that the reported behaviour could most probably be linked to a windows failure, it does not impact the functioning of the programmer.

Event description:
During modifying some tachy parameters on the screen, a blue screen was observed with an error message and sudden turn off of the programmer had occured. But there was no issue to restart it and use it later, a second implantation was performed in the same day afterwards without any issue observed. The subject programmer was returned to the field.

Event description:
During modifying some tachy parameters on the screen, a blue screen was observed with an error message and sudden turn off of the programmer had occured. But there was no issue to restart it and use it later, a second implantation was performed in the same day afterwards without any issue observed. The subject programmer was returned to the field.

Event description:
During modifying some tachy parameters on the screen, a blue screen was observed with an error message and sudden turn off of the programmer had occured. But there was no issue to restart it and use it later, a second implantation was performed in the same day afterwards without any issue observed. The subject programmer was returned to the field.